Manufacturer narrative:
Initial.

Event description:
It was reported that the user sought to return the ilet bionic pancreas after experiencing recurring low blood glucose while using the device for approximately two weeks, with both the healthcare provider and trainer recommending the return, and no device alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included a health impact categorized as serious injury or impairment. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed no specific device findings, with insufficient information to identify a medical device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.